Manufacturer narrative:
The customer declined the option to have their glidescope titanium lopro t4 reusable laryngoscope returned to verathon for evaluation. Since the device was not returned to verathon for evaluation, the cause could not be determined. Review of complaint history for the reported serial number (B)(6) did not identify any previous complaints reported to verathon. Trending analysis for glidescope titanium lopro t4 reusable laryngoscopes does not identify any trends exceeding acceptable limits. Review of the system risk assessment confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during a patient procedure, using a glidescope titanium lopro t4 reusable laryngoscope, the user was unable to perform the intubation because the image was cloudy. The procedure was completed using a backup blade which was made availabe in an unspecified amount of time. No delay in the procedure or patient harm was reported.